Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 150 mg/dl. The customer delivered a correction bolus via the pump to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.